Event description:
Philips received a complaint by the biomedical engineer (bme) on the v200 indicating while performing routine preventative maintenance (pm), it was observed that the device is getting error code 9002 flow sensor mismatch. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Advised customer that the v200 is end of life with no further field service, or bench service. Suggested the customer to consider unit level upgrade with latest models. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).